Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID# (B)(6). Patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. The report indicates that the: device history lot: part # 352.250s, synthes lot # h365696, supplier lot # na, expiration date: 31-jul-2026, release to warehouse date: 15-aug-2017, manufactured by (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported, while the surgeon was using the reamer irrigator aspirator (ria), three (3) ria heads and the shaft of the drive broke. On (B)(6) 2018 a patient, implanted with a competitor¿s device, was undergoing a revision surgery due to a nonunion of a proximal humerus fracture. While the surgeon was harvesting bone graft from the femur, three (3) ria heads broke- 15mm, 13mm, and 12mm. It was also reported the shaft of the driver broke. The surgery was delayed for approximately twenty (20) minutes. No fragments were generated and nothing fell into the patient when the breakage occurred. Products will not be returning. Patient status was reported as stable. No additional information to report. This complaint involved four (4) devices only. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.